Event description:
The customer reported that a past low blood glucose event led to a visit to the emergency room. The customer was treated with intravenous fluids of saline, leading to the customer's release the same day without any permanent damage. The customer declined a supplies or system check. Recommendation was a consultation with a healthcare provider to discuss potential factors affecting blood glucose levels.